Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a cracked screen and no longer vibrating. The customer stated the pump is not vibrating anymore when pressing buttons or alerts come up. Assisted customer with performing self -test, pump did not vibrate during test. The customer's blood glucose was unknown. The customer was advised the pump was being replaced.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump unable to vibrate due to broken vibrator black wire. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.